Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d1; d4 expiration; h4. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 51-100040 item name tprlc 133 fp type1 pps so 4.0 lot # 6238377 51-104170 item name tprlc 133 t1 pps ho 17x154mm lot # 7220855 51-145170 item name tprlc xr mp t1 pps 17x119mm lot # 7104665 51-107170 item name tprlc 133 mp type1 pps ho 17.0 lot # 7257528 51-107170 item name tprlc 133 mp type1 pps ho 17.0 lot # 7247937 51-106170 item name tprlc 133 mp type1 pps so 17.0 lot # 6639627 51-105170 item name tprlc xr t1 pps 17x154mm lot # 7224452 51-104170 item name tprlc 133 t1 pps ho 17x154mm lot # 6130017 51-104140 item name tprlc 133 t1 pps ho 14x148mm lot # 7114087 51-145140 item name tprlc xr mp t1 pps 14x113mm lot # 6527595 51-104170 item name tprlc 133 t1 pps ho 17x154mm lot # 6924051 51-103170 item name tprlc 133 t1 pps so 17x154mm lot # 3697093 51-105140 item name tprlc xr t1 pps 14x148mm lot # 6852411 51-104140 item name tprlc 133 t1 pps ho 14x148mm lot # 3938957 51-105160 item name tprlc xr t1 pps 16x152mm lot # 6238851. 51-145150 item name tprlc xr mp t1 pps 15x115mm lot # 7281467. G2: foreign: japan the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that while inspecting the product, the sterile packaging was found damaged. There was no patient involvement. There is no further information available at the time of this report.